Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Also it was reported the cannula was possibly not inserted correctly into the infusion site and we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 1,000 mg/dl while activating a pod. The patient reports the pod the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula had properly inserted at activation. In addition the patient reports upon removal of the pod from the infusion site the cannula was bent. The patient had not worn the pod. Symptoms reported include dizziness, nausea and vomiting. The patient reports having bruising, bleeding and redness at the pod infusion site. The patient reports they had a loss on consciousness. Once at the hospital the patient was diagnosed with high blood glucose levels as well as kidney disease. The patient was treated with intravenous fluids as well as an insulin drip. The patient also had treatment for kidney disease. The patient remains in the hospital at the time of this call.